Manufacturer narrative:
It was identified that anti-reflux skirt was not attached on the relevant device via medical image provided. It was found that loading location of stent with skirt was reversed in the introducer system as a result of our analysis. Skirt is intended to prevent bile from refluxing. It is, however, considered it caused cholangitis, since bile juice was not drained properly due to upside down deployed skirt. It was identified that is issue was caused by the device loaded by new operator upon our investigation and no error was found on other items in all inventories upon distributor's investigation. It is considered that there are no measures required since there is no device with anti-reflux skirt which are registered and marketed in the us. We are taking a measure to ensure preventing recurrence of this kind of issue by issuing CAPA and careful monitoring will be continued for further action. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
On (B)(6) 2015: stent was implanted at common bile duct. It was discovered after stent implantation, that long covered part, (skirt) is not attached when later confirmed w/ endoscopic images. On (B)(6) 2015, patient went back to eating the next day. On (B)(6) 2015, three days after implantation, stent occlusion was admitted, which triggered bile duct inflammation. (B)(6) 2015: eus-hgs was performed as an intervention. Physician's comment: this pt has tendency of bile duct easily being obstructed with residue. It is regrettable that this stent occlusion and bile duct inflammation could have been avoided if long cover (skirt) were attached. On (B)(6) 2015, stent was removed and doctor confirmed that this stent has long covered part (skirt) attached. The problem was that stent was loaded upside down, skirt was implanted the opposite side of papilla.